Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Caller stated that the blood glucose reading at the time of the event was 492 mg/dl. Customer experienced vomiting and body aches. Customer had a second visit, the blood glucose reading was 487 mg/dl. Customer was diagnosed diabetic ketoacidosis on the second visit. Customer was treated with IV drip. During troubleshooting, manual prime is correct, insulin exits the tubing. The programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.